Event description:
Info received that the legs on the golvo mobile lift would spread, however the right leg would not retract unless assisted. No pt was impacted. No injury reported.

Manufacturer narrative:
Replacement parts were shipped to the facility. Repair confirmed. Unit is back in svc.